Event description:
Showing multiple signs of breast implant illness. Allergan implants done (B)(6) 2017. Symptoms: heart palpitations, tachycardia, ear ringing and itching, mind fog, blurry and yellow eyes, fatigue, weight gain, shortness of breath, odd blue marks fingers and legs, insomnia, frequent urination, bruising easily and unk. Epstein barr reactivated and now a cyst on my right breast and pain. Heart issues never happened until implants which is a huge issue and concern. Out of work for 3 months with fatigue and heart condition. Prior to implants I was a healthy human. When will the FDA do something about implant mfrs and the harm these devices cause? FDA safety report ID# (B)(4).